Event description:
This patient has been receiving disposable contact lenses from the phone supplier without a valid prescription for the past 10 years. He never had his eyes examined in that length of time and subsequently developed corneal neovascularization. Phone supplier was notified in 1997 that his contact lens prescription was not current yet they continued filling it until just recently when we called and faxed them that he was not a patient of ours for over 10 years. Our calls and faxes were a response to their saturday evening automated telephone call to our office when it was closed.